Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (ireland) was unable to establish communication between the ipg and charger. The patient had been unable to recharge the device for a few months. As such, a new charging system was sent to the patient which did not resolve the issue. The ipg was confirmed inoperable. In turn, the patient may undergo surgical intervention at a later date to address the issue.

Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted.

Manufacturer narrative:
1627487-05242011-002-r, 1627487-07262012-002-r & 1627487-12192011-003-r. This ipg serial number was included in multiple field advisories.